Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the device did not fire correctly, the clips scissored. Used another instrument to complete the case. There was no consequence to the pt.